Event description:
Unit failed while on pt last night. Driver stopped and would not restart. Pt has 4 chest tubes, and they were leaking. Reporter could not get the rt's to tell reporter whether unit would pressurized or not. Reporter is not able to duplicate complaint. Unit starts and stops when supposed to. Pt on following settings at time of incident: hz 12 delta p 35 map 15 it 33 upper alarm at 17, lower alarm at 12. Pt switched tocmv, no pt compromise. Explained that there was probably a leak and that is why the driver stopped. Reporter understood and will relay to resp care.